Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for low blood glucose the previous year. The customer declined being transferred to the help line and did not provide any further information about the incident or the hospitalization. The customer did not return the product back for analysis.